Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber metal cap was found to be detached; the fiber broken distal to the fiber/cap fusion zone; the metal and glass caps were returned by the customer. The fiber's outer flow tube was also found to be damaged. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This issue may also cause forward-firing. The root cause of the device the failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at 129,787 joules of use during a prostate procedure, the tip of the surgical fiber observed to be burnt. The case was completed using a third fiber; the second fiber was damaged prior to use while inserting into the scope. There was no injury reported.